Manufacturer narrative:
We checked the returned unit and confirmed that the objective prism cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the objective prism. In addition, we confirmed that the insertion flexible tube (ift) buckled, the light guide cable buckled, the light guide cable for control body buckled, the remote control buttons cracked, the us connector body leak, the remote control buttons cut, the segment loose, the u/d knob loose, the distal body worn out, the light guide fiber bundle (lcb) defective, the operation channel resistance, and the ccd/us probe unit shadow in image; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).